Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented with a merlin at home transmission with non sustained lead noise due to post paced t wave oversensing. Device was reprogrammed, no further issues were reported, and patient condition was good.